Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when the capsule was being placed in the patient's esophagus, the capsule initially latched onto the esophageal wall as expected. However when the physician began removing the cable from the patient's throat, the capsule was inadvertently pulled off. As it detached, it tore a tissue in the patient's esophagus and caused bleeding. The complication required immediate attention and follow-up care to manage the injury and ensure that there were no further issues. The procedure was not completed as planned and the patient experienced pain and distress due to the unexpected bleeding and tissue damage.

Manufacturer narrative:
Additional information: b1, b2, b5, g3, h1, imf code was updated correction: e4, g2 new information has been received pertaining to the event. This event has been reassessed and the reportability has been determined to be a serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when the capsule was being placed in the patient's esophagus, the capsule initially latched onto the esophageal wall as expected. However, when the physician began removing the cable from the patient's throat, the capsule was inadvertently pulled off. As it detached, it tore a tissue in the patient's esophagus and caused bleeding and required intervention. The complication required immediate attention and follow-up care to manage the injury and ensure that there were no further issues. The procedure was not completed as planned and the patient experienced pain and distress due to the unexpected bleeding and tissue damage.